Event description:
Information was received indicating that the downstream occlusion sensor of a smiths medical cadd solis vip pump could not calibrate. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on 25-oct-2021: event occurred during testing and no product cause any injury to patient. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The reported "dso sensor does not calibrate" problem was not duplicated. The pump was calibrated successfully when tested. There are several instances of downstream occlusion errors reported in the event history log. The downstream sensor seal was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.